Event description:
Device issue: none. Adverse event (ae): hypotension. Onset of ae: after the procedure. It was reported via trial, that during a right internal carotid artery stenting procedure, after post-stent dilatation with a non-abbott dilatation balloon, the patient became bradycardic and was treated with atropine. Post-procedure, the bradycardia resolved, but the patient experienced hypotension and was started on an intravenous neosynephrine drip. The blood pressure remained labile. On (B)(6) 2010, the blood pressure stabilized and the patient was able to be weaned from the neosynephrine. On (B)(6) 2010, the patient was discharged to home. There was no additional information provided.

Manufacturer narrative:
(B)(4). Bradycardia and hypotension may occur during this type of procedure, as listed in the instructions for use, and are known potential adverse events associated with the use of the product. Hypotension and bradycardia may occur during carotid interventional procedures and it is anticipated response of the human body to stimulus of the carotid bulb. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.